Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider states that when this was first brought to his attention he is unsure. Complaint of clicking and the brakes would lock up when in use. This took place indoors. The end user had been using the chair for approximately a year. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.